Manufacturer narrative:
Concomitant medical products: medtronic lead, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that due to a technical problem, the programmer was not able to upload the required values. The status of the programmer is unknown. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No patient complications have been reported as a result of this event.